Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the catheter burst. Vascular access was obtain via the right femoral artery. During a thrombectomy procedure in the left femoral artery, with the use of a spiroflex vg angiojet thrombectomy set and an unknown guidewire, the wire wrinkled up and made a hole in catheter. No further complication were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a angiojet spiroflex vg thrombectomy system. Device. Visual and tactile examination showed no irregularities with the catheter or the tip. The bubble trap was separated from the pump causing the device to leak. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported the catheter burst. Vascular access was obtain via the right femoral artery. During a thrombectomy procedure in the left femoral artery, with the use of a spiroflex® vg angiojet® thrombectomy set and an unknown guidewire, the wire wrinkled up and made a hole in catheter. No further complication were reported.